Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead exhibited low, out of range pacing lead impedance. No other anomalies were reported. No interventions were made at this time. There were no consequences to the patient.